Event description:
During a visit with the hospital facility, a quest medical representative was informed of some issues with a few fluid delivery products. The report stated that when syringes are attached to the fluid delivery device and the set-up is bumped during a procedure, the ports have detached. There were no patient complications reported as a result of the alleged issue. The lot number of the device was not known. Any samples were disposed of by the hospital and not given to the manufacturer for analysis.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.